Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the stimulation was off so the patient experienced a recurrence of trembling of their upper limbs. The stimulation was turned on by the hcp on (B)(6) 2017 with resolution when the patient visited outpatient". The implantable neurostimulator (ins) usage data was obtained and it was noted that there was no past data prior to the outpatient date when the device was on. It was unknown if the device was off or if the data were missing. The hcp's observation about the causality of the event was stated to be unknown and there were no environmental/external/patient factors that may have led or contributed to the issue. It was also noted that there were no particular diagnostics / troubleshooting performed. It was then stated that if there is worry/care that the recurrence is not resolved, the hcp will possibly consider replacing the implantable neurostimulator (ins). The event was noted as not severe. It was unknown when the event began occurring. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the serial number and implant date of the implantable neurostimulator (ins) were unknown. It was also noted that it was unknown when the event began occurring. When inquired about the cause of the previously reported event, it was reported that the cause was not determined. No further complications were reported/anticipated.